Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were missing data points on the continuous glucose monitor graph. Tandem technical support assisted the customer with resetting the pump. There was no reported impact to customer's blood glucose level.